Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. This report is submitted on 5 march 2021.

Manufacturer narrative:
This report is submitted on 26 apr 2021.

Manufacturer narrative:
This report is submitted on 27 oct 2020.

Event description:
Per the clinic, the patient experienced an infection at the right ear canal and it was observed that the electrode has been extruded which leads into the infected area.